Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure for a cardiac resynchronization therapy defibrillator (crtd), the guidewire could not be completely removed from the lead after inserting it into the vein. The lead and guidewire were removed and the original lead was reused. The procedure was completed successfully. The patient was in stable condition.

Manufacturer narrative:
Analysis was normal. No anomalies were found.